Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer reports # 3005099803-2010-03626 and 3005099803-2010-03746 address the other devices. It was reported to boston scientific corporation on (B)(6), 2010 that a captivator ii polypectomy snare and an active cord were used during a colonoscopy procedure with polypectomy performed on (B)(6), 2010. This report pertains to the captivator ii polypectomy snare. It was reported to boston scientific corporation on (B)(6), 2010 that a second active cord was used during the same colonoscopy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, a polyp was ensnared with the captivator ii polypectomy snare within the patient's colon. At this time, the cautery function of captivator ii polypectomy snare would not activate. The valley lab generator, grounding pads and active cord were swapped for others of the same. Cautery was attempted again using the same captivator ii polypectomy snare but was unsuccessful. The procedure was aborted. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4).

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer reports # 3005099803-2010-03626 and 99803-2010-03746 address the other devices. It was reported to boston scientific corporation on (B)(6), 2010 that a captivator ii polypectomy snare and an active cord were used during a colonoscopy procedure with polypectomy performed on (B)(6), 2010. This report pertains to the captivator ii polypectomy snare. It was reported to boston scientific corporation on (B)(6), 2010 that a second active cord was used during the same colonoscopy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, a polyp was ensnared with the captivator ii polypectomy snare within the patient's colon. At this time, the cautery function of captivator ii polypectomy snare would not activate. The valley lab generator, grounding pads and active cord were swapped for others of the same. Cautery was attempted again using the same captivator ii polypectomy snare but was unsuccessful. The procedure was aborted. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4):the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.(B)(4)